Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, crosstalk on the ventricular channel after an atrial paced event was observed. Patient was asymptomatic and non-pacemaker dependent. Programming changes were made. There were no issues after the changes.